Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulation was in the wrong location. The stimulation was not in her back, it was in her legs. This had been occurring off and on for 2 to 3 weeks. The patient tried adjusting the implantable neurostimulator (ins) with the patient programmer. The patient had gone up and down each setting and tried different programs, but it was not resolving the issue.